Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy defibrillator (crt-d) system was 135 ohms. The physician elected to increase the high shock impedance alert and send the patient for further evaluation. The crt-d and right ventricular lead (model unknown) remain in service. No adverse patient effects were reported.